Event description:
Caller reported a malfunction on the pump with a malfunction code of malf 9 and fault ID 0x20f1. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer was assisted by technical support in resetting the pump, and the malfunction code did not recur. Customer was advised to continue using the pump and to call back if any issues reoccurred.